Event description:
Procedure - hysterectomy. According to the reporter: the first endosstitch still has suture in it suture used first would not line up. The second endostitch went through the tissue and the suture just fell off so physician stitched from below. No patient harm or any delay in case. Current patient status: ok. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc.: no there was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient. If applicable, what was done to correct this condition? (Be specific e.g. Cautery, sutured, applied another device, etc.) : stitched from below. Post- op diagnosis: ok is a p.o. Number necessary to reference when the replacement and/or credit are issued? P. O. Number: no.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/23/2015.

Manufacturer narrative:
(B)(4).